Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 0302765, d.4. Medical device expiration date: 30-sep-2025, h.4. Device manufacture date: 28-oct-2020. D.4. Medical device lot #: 3228906, d.4. Medical device expiration date: 31-jul-2028, h.4. Device manufacture date: 16-aug-2023. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultrasafe plus¿ x100l png clear needle retracted before administration. The following information was provided by the initial reporter: patient complained of the following: on the discharge day, the box was opened to administer zilbrysq. Upon checking the prefilled syringe, the needle had retracted before administration. Therefore, it was not possible to administer the injection.

Manufacturer narrative:
H.6. Investigation summary: confirmed: reported condition was observed at bdm-ps.

Event description:
It was reported the bd ultrasafe plus¿ x100l png clear needle retracted before administration. The following information was provided by the initial reporter: patient complained of the following: on the discharge day, the box was opened to administer zilbrysq. Upon checking the prefilled syringe, the needle had retracted before administration. Therefore it was not possible to administer the injection.